Manufacturer narrative:
Additional information: g3, d9, h2, h3, h6. One i3 unit with the main unit and i3 accessories were returned. The power cord and power supply were not returned. External visual inspection of returned material revealed functional damage to the area adjacent to the pvc overmold of right ang ext cable. No other discrepancies or discernible damage besides normal wear and tear could be identified on the unit. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. A test right ang ext cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with test right ang ext cable and when the power supply was connected directly to it. Sparks were never encountered when the unit was powered on. The complaint of ¿¿the unit would not power up.¿ was determined to be confirmed. An electrical malfunction with unit attributed to damage to right ang ext cable occurred and the root cause was concluded to to a defective cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The unit would not power up. In addition, the unit would spark around the power cord that is connected to the unit. There were no adverse consequences to the patient.